Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that patient had a primary thr on (B)(6) 2020 and showed signs of infection and this was confirmed by pathology. Revision surgery performed using cpcs and all poly reflection cup with copal antibiotic cement.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that patient had a primary thr on (B)(6) 2020 and showed signs of infection that was confirmed by pathology. Revision surgery performed using cpcs and all poly reflection cup with copal antibiotic cement. The patient outcome is unknown. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.